Event description:
Additional information was received on (B)(6) 2012, when it was reported that the patient's device has been programmed off however the magnet output current is still programmed on.

Event description:
It was reported on (B)(6) 2012, that a patient was being referred for x-rays due to 7/limit/high on systems and normal mode diagnostics. No other information was provided at the time of the initial report. Additional information received revealed that the patient's family is considering resection surgery. X-rays have been ordered but will not be sent to the manufacturer for review. The family will make a decision on what to do next once the physician has been able to review the x-rays. There was no report of trauma and the eri (elective replacement indicator) was no. The patient's programming and device diagnostic history available in the manufacturer's in-house database was reviewed and the data was available up to (B)(6) 2011, however, there was no record of any high lead impedance. The last diagnostic test was recorded on (B)(6) 2010 and indicated proper device function. It was later reported that revision surgery is not scheduled at this time as the family will try resection surgery first.

Event description:
Analysis of the generator was completed on (B)(4) 2014. The pulse generator module performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.

Manufacturer narrative:
Review of the patient's programming and device diagnostic history was performed.

Manufacturer narrative:
Corrected data: the date was inadvertently left off of MFR. Report #02. The date should have been reported as (B)(4) 2014 on MFR. Report #02.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient underwent generator and lead replacement due to high impedance and battery depletion. The generator and lead were returned for analysis. Analysis of the lead was completed on 06/05/2014. During the visual analysis of the returned 432mm portion the (+) connector ring quadfilar coil appeared to be broken approximately 19mm from the electrode bifurcation. Scanning electron microscopy was performed and identified the area as having extensive pitting which prevented identification of the coil fracture type. During the visual analysis of the returned 432mm portion the end of the (-) connector pin quadfilar coil appeared to be broken approximately 27mm from the electrode bifurcation. During the cleaning process one of the quadfilar coil strands accidentally detached. Scanning electron microscopy was performed and identified the area on three of the broken coil strands as being mechanically damaged which prevented identification of the coil fracture type, with pitting on two of the broken coil strands and no pitting on the third. Pitting was observed on the coil surface. The area where the coil strand accidentally detached was identified as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and no pitting. Scanning electron microscopy was performed on both ends of the quadfilar coil strand which accidentally detached from the (-) connector pin coil break (found at 27mm) and identified both ends as having evidence of a stress induced fracture (fatigue appearance), with mechanical damage and fine pitting. Pitting was observed on the coil surface. During the visual analysis of the returned 22mm portion the end of the (+) white electrode quadfilar coil appeared to be broken approximately 0.5mm from the end of the cut / torn inner silicone tubing. Scanning electron microscopy was performed and identified the area as having extensive pitting which prevented identification of the coil fracture type with mechanical damage. During the visual analysis of the returned 22mm portion the (-) green electrode quadfilar coil appeared to be broken approximately 1mm from the distal end of the anchor tether. Scanning electron microscopy was performed and identified the area as having the appearance of being melted, with re-solidified material (evidence of being melted at one time) and pitting. Based on the obvious signs of mechanical damage on the coil surfaces, it is possible the thermally-damaged coil was exposed to a high temperature device such as a cauterizing tool (electrosurgical unit) during the explant of this lead. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting on some of the quadfilar coil breaks. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. The abraded openings found on the outer silicone tubing, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. What appeared to be white deposits were observed in various locations. Eds (energy dispersion spectroscopy - provides chemical or element identity/composition analysis) was performed and identified the deposit as containing silicon, phosphorus, sodium, magnesium, aluminum, sulphur, chlorine and calcium. With the exception of the observed discontinuities the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. Analysis of the generator is underway, but has not been completed to date.